Event description:
During left lateral tibia open reduction and internal fixation (orif) with allograft, while the surgeon was using the drill bit, the tip of the drill broke off in the bone. Surgeon used c-arm to confirm, broken piece in bone.